Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device has not been received by the manufacturer at the time of this report. Part number reported is not being manufactured currently, however, samples from another part number from the same family were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time , samples were checked to verify if any leak was present however all samples were still fully inflated. The defect reported was not observed in the current manufacturing process. Lot number reported was invalid therefore a device history record (DHR) review could not be conducted. Two additional potential lot numbers were reported(73f1700699 and 73f1700010). These DHR reviews did not show any issues related to this complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot be confirmed. Corrective actions cannot be established if the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that the " anesthesia check the balloon, intubated the patient and then after intubation, the balloon would not stay inflated." Customer reports the patient was successfully reintubated and was not unstable during the exchange.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10116 et tube, cf, 8.0 for investigation. The returned sample was a representative sample. An actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 30 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The sample was submerged underwater to test for any leaks. However, no leaks were detected. No issues were found with the returned sample as it was able to properly inflate and deflate. (Con't) other remarks: the instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon would not stay inflated" could not be confirmed since the actual sample was not returned. The customer returned a representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges that the " anesthesia check the balloon, intubated the patient and then after intubation, the balloon would not stay inflated." Customer reports the patient was successfully reintubated and was not unstable during the exchange.